Event description:
A medtronic representative reported that, while in an axiem shunt placement procedure, the navigation system became unresponsive. A re-boot resolved the issue temporarily. Because this issue repeated itself two more times, a different navigation system was brought in to continue the procedure. Using the same axiem box and emitter, the issue reoccurred with the second system. The surgeon opted to discontinue navigation to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. RMA issued. Replacement field generator shipped to site (B)(4) 2013. Replacing the emitter was reported to have successfully resolved the issue. Medtronic representative performed a navigation system check-out, all areas passed.

Manufacturer narrative:
Patient information now provided. The field generator was connected to a test navigation system with the ent software application for a 72 hour period. Instrument verification, tracking, and accuracy with this field generator was normal. Green status was observed for the entire test time. The emitter passed the pegboard test within specifications. Flexing the cable did not indicate any intermittent opens. Field generator found to be fully functional. No further issues have been reported since a new field generator was installed on the system in the field.